Event description:
Extrusion of the electrode lead in the external auditory canal. The user has been explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an extrusion of the electrode in the external ear canal. This is a final report.

Event description:
Extrusion of the electrode lead in the external auditory canal. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.